Manufacturer narrative:
Device evaluated by MFR: the product analysis result indicates that the customer's complaint was confirmed, the motor runs rough and it was vibrating. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was due for maintenance as the handpiece was grinding/vibrating pre op. There was no patient impact. Upon follow up it was reported that the unit was being used with the patient. As troubleshooting the device was switched on off machine, checked pedal , checked with different drills. The event was during mastoidectomy/cochlear when the event occurred. A back up device was used.